Manufacturer narrative:
Failed 30 psi occlusion test: a review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause is unknown at this time. This investigation is ongoing. A CAPA was initiated to investigate the root cause of the failed occlusion test. Failed ground resistance test: a review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed. The probable cause was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value 0.041 ohm. A CAPA was initiated to investigate the root cause of ground test failure. Reference to complaint #: (B)(4).

Event description:
The infusion pump was returned to intuvie for evaluation. During testing, the pump failed the 30 psi occlusion pressure test, recording 21.260 psi, which is outside the acceptable range of 22¿38 psi and the pump failed the ground resistance test with a measured value of 0.265 ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.